Event description:
In 2007, the lay-user/ pt contacted lifescan (lfs) alleging the one touch ultra meter is giving a battery indicator symbol. The complaint is being classified according to the documentation of the customer care advocate (cca). According to the pt the issue started one month ago. Hence, the pt may not have been able to use her lfs meter for that period of time. On one day earlier, the pt had been taking her usual dose of diabetes medication (unspecified dose and type). At approx 7:30pm, the pt reported developed symptoms described as "shaky and blurry vision." The pt administered self-treatment by consuming food/beverage. The pt was not tested on any other meter. During the troubleshooting session, the pt verified that the meter's battery was never changed per the owner's manual when the battery indicator came on. This complaint is being reported because the pt may have not been able to use her meter for one month, and developed symptoms suggestive of hypoglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.